Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the patient experienced multiple complications during impella cp support. High purge pressure and purge pressure blocked alarms appeared on the automated impella controller. The purge cassette was replaced in an attempt to troubleshoot the issue but the failure persisted. Tissue plasminogen activator was then added to the purge and the pressure stabilized. There was no resulting patient harm.

Manufacturer narrative:
The investigation of high purge pressure has been completed. The impella device was not returned for evaluation. Data logs were reviewed and the high purge pressure event was confirmed. There was an initial step up in the purge pressure from 575 to 841 that aligned with a spike in the placement signal and deviations in the motor current and speed. Shortly after, there was a motor current spike to 1098 ma and a speed deviation while at constant p-level. This coincided with the start of a four minute steep rise in the purge pressure that resulted in a high purge pressure alarm. While the purge pressure remained high, there continued to be several more abnormal motor current spikes. These are all signatures of biomaterial ingestion. The purge pressure resolved after seven hours, which aligns with the clinical details provided that the tissue plasminogen activator procedure was initiated. The product was not returned for investigation. Based on data log review and clinical details, the root cause of the high purge pressure was most likely biomaterial ingestion. B.3 revised date of event as it was previously reported incorrectly on the initial manufacturer device report number 1220648-2025-26078. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-26078 as it is unknown if the initial reporter also sent the report to the food and drug administration. G.3 date of awareness should of reflected 24-jan-2025 on the initial manufacturer device report number 1220648-2025-26078.